Event description:
Additional information was received that this lead displayed no capture. The lead was found to have dislodged. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting an increase in pacing threshold measurements, a decrease in sensing measurements, and a drop in pacing impedance measurements from 1300 ohms to 500 ohms. Boston scientific technical services (ts) discussed the lv lead appeared to be oversensing measurements from the patient's atrium as well as capturing the atrium. The lead was found to have dislodged and pulled back. The local area field representative reported there are currently no plans for a lead revision and the patient's atrioventricular delay was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.